Manufacturer narrative:
One photo of 3ml luer-lok syringes (p/n - 301073) was received and evaluated. The photo shows two loose 3ml syringes with some of the scale markings faded to the point of missing in some areas of the barrel. However, the photo received of 3ml syringes is not applicable to the 5ml syringe (p/n 301027, batch 4005103) that was reported. Since no samples displaying the reported condition for the reported material / batch numbers were received, a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 4005103 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns has a scale marking issue. The following information was provided by the initial reporter translated from german to english: unfortunately we have now also had to find out that the scale pressure is also released with other tips due to rubbing. This occurs with syringes: bd 5 ml luer lok, ref. 301027, lot: 4005103. B-d plastipak-spritzen 10 ml l/l 3tlg, ref. 301029, lot: 43339943. Would you please confirm receipt of the complaint and give us a planned processing date.